Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited auto capture in high output mode. No interventions or changes were reported. The patient remained in a stable condition.